Manufacturer narrative:
The device was not returned for evaluation. A device history record review was conducted and found the device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Additionally a lot history review for the complaint work order was conducted and found no other complaints related to unable to elongate implant to reposition. The complaint for unable to elongate implant to reposition was confirmed empirically via the on-site clinical specialist. No manufacturing non-conformities were identified from the investigation. Per the imaging evaluation performed, unable to confirm complaint allegation of difficulty elongating during the bailout process of the first pascal device due to lack of imaging acquired/provided for review. Available information suggests that procedural context (1 - bailout process was complicated, requiring force to retract the device back into the gs, and 2 - there were times where the implant was entangled in anatomy) may have contributed to the reported event. However, a definite root cause is unable to be determined.

Manufacturer narrative:
The following sections were updated/corrected/added. The complaint for unable to elongate implant to reposition was confirmed with other empirical evidence. No manufacturing non-conformities were identified from the investigation. Per the imaging evaluation performed, it was unable to confirm the complaint allegation of difficulty elongating during the bailout process of the first p10 device due to lack of imaging acquired/provided for review. The returned implant was unable to be elongated however, the actuation wire was bent along with the catheter shafts which reduces how much the implant can elongate. The state of the implant or implant system at the time of the procedure could not be confirmed. Available information suggests that procedural context (1 -bailout process was complicated, requiring force to retract the device back into the gs, and 2 -there were times where the implant was entangled in anatomy) may have contributed to the reported event. However, a definite root cause is unable to be determined. Furthermore, the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified.

Event description:
Edwards received notification of a pascal procedure in mitral position. No abnormalities were noticed during device preparation. No significant anatomical changes were observed during the procedure. The atrium was large, and it was necessary to lose height. Several grasping attempts were needed to achieve a good result. At one point the clasps did not lower as usual - there was no structure caught or any visible entanglement - but after some adjustments, normal function resumed. A good result was achieved with reduced mitral regurgitation (mr) and a gradient of 4 mmhg. Due to poor imaging on the anterior mitral leaflet (aml), the anterior suture was removed first. After releasing the anterior suture, the device detached from the aml. Procedural steps were taken to bail out until complete elongation. Complete elongation was not possible, and lowering the posterior clasp was also not feasible. The bail-out process was complicated, requiring force to retract the device back into the guide sheath (gs). The entire system was successfully removed and replaced.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint number (B)(4). This medical device report (MDR) is related to same patient and procedure as the MDR submitted for edwards complaint number (B)(4). The device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.